Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The visual evaluation of the returned sample noted one opened (without original packaging), 3-way temp sensing silicone foley catheter. Visual inspection of the sample noted that the catheter balloon was partially inflated and asymmetrically deformed. The catheter balloon was drained with an in-house syringe, then inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the catheter balloon was measured (0.7275 inches) and found to be within specification (0.60-0.90 inches). The catheter was confirmed to be size 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon inflated asymmetrically and it was difficult to deflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon inflated asymmetrically and it was difficult to deflate during pretest.